Manufacturer narrative:
(B)(4) follow up MDR for device evaluation: additional information: updated e and f codes. See b tab for details and updated event date. Device evaluation no photographic evidence or physical samples were provided to examine the reported condition. A thorough examination of the device's history was conducted for injector n35-o lot# 2408304, which showed no deviations or non-conformities during the manufacturing process that could have contributed to the issue. Three retained samples of the optima connector and injector were received for further evaluation, and during visual inspection, none of the defects were found to be replicable on the luer cone or luer thread. No damage was observed on the requested retained samples. It was confirmed that the dimensions of the retained samples of the requested optima connector and optima injector were within the limits established by the procedure. The following dimensions were measured on the retained luer connectors and male injectors. According to the metrology tests performed, no anomalies were detected in all retained samples that could lead to disconnection of the luer lock. The product undergoes inspections at various stages of the manufacturing process to ensure its quality and functionality. Based on the information available, we are currently unable to determine a root cause related to the manufacturing process. Our quality team will continue to monitor complaints received regarding this device and the reported condition for any potential emerging trends.

Event description:
Additional information: per customer response: 1. Event date: 5/18/2025 at 2200 2. Per nurse event reporting, ¿pt has a 24hr infusion of combo bag doxorubicin+etoposide+vincristine @25.8ml/hr via r pac. Around 10pm pt notified rn that IV is leaking. Found pt standing next to his bed, clamped IV tubing in hand, as he points at the area on the floor with small drops of fluid mixed with blood. IV line was disconnected from the phaseal injector, the blue protective cover still enclosed. Charge rn notified and at bedside. Hazardous drug spill procedure followed, spill kit used. Evs notified and at bedside. Pt states that some fluid got on his left arm, reports of "burning feeling", which resolved after washing the area with soap and water. L arm outlined with surgical pen, no redness, or any skin breakdown.¿ 3. No samples available to investigate. Item was disposed in the yellow hazardous bin 4. IV line disconnected from phaseal injector per rn, but blue protective cover still enclosed.

Event description:
Event details: it was reported by the customer that there were 2 incidents of nurses noticing a drip/leak at the connection point of connector and injector. Verbatim: material: 309110, 515052, batch: 2405506 & 2408304. Has endured 2 leakage issues with the optima c-35o connector, during infusions. The lot # of the connectors is 2405506 and the injectors used during this issue were from lot 2408304. There were 2 incidents of nurses noticing a drip/leak at the connection point of connector and injector.

Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed. The actual date of event is unknown. The date received by manufacturer was entered into the date of event field.